Event description:
The customer reported the generation of erroneously low patient results for multiple analytes which includes cmp (comprehensive metabolic panel) and bmp (basic metabolic panel) with ¿d¿ ¿g¿ ¿l¿ ¿k¿ flags and false positive results for dau (drug of abuse) which includes barb (barbiturates), benz (benzodiazepine), cannabinoid (thc), opiate (opia) with ¿p¿ flag on their au680 clinical chemistry analyzer. The customer stated two (2) false positive patient results were reported out of laboratory and were later amended. The low erroneous chemistry patient results were not reported out of laboratory. The customer confirmed that ise (ion selective electrode) patient results were not affected. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for three (3) patient samples.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au680 chemistry analyzer and identified that the r1 syringe was loose. The customer replaced the r1 and r2 syringes which resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).